Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00291 was sent in error occurred on qc samples. . There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system identification error of moroxella. No injuries or treatment was reported. The following information was provided by the initial reporter: moroxella identification error.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system identification error of moroxella. No injuries or treatment was reported. The following information was provided by the initial reporter: moroxella identification error.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. Initial reporter phone: (B)(6). Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.